Event description:
Pt fell resulting in loosening of tibial component and subsequent revision.

Manufacturer narrative:
Engineering eval of the returned tibial tray noted markings and deformations consistent with device extraction. There was bone cement on the bottom left surface and it appeared to be in the undercut as well. Faint burnishing marks were visible on the right bottom surface. The device history record review provides assurance the part was accepted with conformance to the product requirements.